Event description:
According to the reporter, during a laparoscopic gastric bypass (lgb) procedure while inserting the trocar in the skin/fascia, the lens of the device cracked and the surgeon was unable to have a clear picture for the scope. Another device was used to complete the procedure. There was no reported patient injury in this event.

Manufacturer narrative:
Post market vigilance (pmv) received two devices opened by the account with the appropriate packaging in undamaged condition. The visual inspection of the returned products noted; the optical trocars, lens¿s, fixation trocars, circular and envelop seals all appeared intact. Pmv performed functional testing of both devices: when the trigger was actuated, the knife blade advanced and cut through the test media. The ports passed an air leak test. If information is provided in the future, a supplemental report will be issued.